Event description:
While making a hazardous chemotherapy drug. Primed the line and attached a spiros. Registered nurse (rn) sent the mixture back for occlusions half way through the infusion. Spiros was faulty if at a certain angle it would allow flow but if moved it would not created a problem since this admixture was time sensitive and needed to be completely infused within 90 minutes. No patient harm.